Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the biomed had the arctic sun device that will not fill. It sounds like it was trying, but nothing was happening. Sn #(B)(6) forwarded to ts for proper handling. Biomed stated that the device was now in working order and available for use on the unit. They repaired the device by replacing the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that will not fill. It sounds like it was trying, but nothing was happening. Sn #(B)(6) forwarded to ts for proper handling. Per follow up information received via phone on 06feb2025, they stated that the device was now in working order and available for use on the unit. They repaired the device by replacing the pump.